Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Device code 2610 captures the reportable event of bands failed to deploy. Device code 1069 captures the reportable event of handle resistance was felt during procedure. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block investigation results: the complaint device was not returned; however, based on the photos provided by the customer, it was noted that the ligator head had four bands attached to it which were moved out of their original positions. Additionally, the pictures showed that the ligator head teeth were bent. Based on the evaluation of the photos sent it by the customer, these failures are likely due to handling and manipulation of the device. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and could have contributed to the reported issues. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose ligature procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle knob was turned, but resistance was felt and the bands were not possible to release from the ligator cap. Another attempt was made and the handle was turned, but none of the band was released. Reportedly, the physician did cut the suture in order to remove the device from the scope, and the bands were seen accumulated on the ligator cap. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose ligature procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle knob was turned, but resistance was felt and the bands were not possible to release from the ligator cap. Another attempt was made and the handle was turned, but none of the band was released. Reportedly, the physician did cut the suture in order to remove the device from the scope, and the bands were seen accumulated on the ligator cap. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.